Manufacturer narrative:
The handpiece was rec'd at the MFR for service and eval. A condition of the device overheating was found and then reported. Based on the investigation details, the likely cause was problems with the bearings, which were found to be excessively loose and lacked sufficient lubrication.

Event description:
The device was returned to the MFR for repair. During the repair, it was reported that the handpiece exceeded maximum temperature during testing. There were no adverse consequences reported with the event.